Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while wearing a pod for less than an hour they received a communication error. In addition the patient reports the pods cannula had not deployed upon initial activation. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the the device was received not deployed. The download data showed the device ran 45 first prime pulses before deactivation by the user. No timeouts, drive stalls or alarms were generated. The device was reset but a full rerun could not be completed due to several communication errors. The smc measured within specification. The needle mechanism deployed as intended upon manual rotation of the ratchet gear. No damages or defects were found that would indicate a needle mechanism failure. No other damages or defects were observed during the investigation. The cause of the reported communication error could not be determined.